Event description:
It was reported that the shaft of the xience xpedition stent delivery system separated during advancement with resistance to the moderately calcified and moderately tortuous target lesion in the tibial artery. Since the point of separation occurred outside the anatomy, the distal segment was easily removed from the guide wire. A non-abbott drug eluting stent was used to complete the procedure without further incident. There was no clinically significant delay in procedure and no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.